Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported, the doctor drilled to prepare the hole. Surgeon broke the ar-1927bct, corkscrew upon insertion. Only the anchor remained in the body. Surgeon made clean the broken screw with a shaver. A new one was used and the case completed. Follow-up investigation: procedure was a small supraspasm repair. When the surgeon screwed the screw in four turns the screw broke into two pieces. The tip of the screw remained in the body. The broken surface was rough and the surgeon leveled the broken surface by using a shaver to make it flush with the bone. A new screw was used to complete the procedure. The new screw was placed beside the broken screw. No additional incisions were needed.